Event description:
A pt being enrolled in the trident tritanium acetabular shell revision study(B)(4) was reported to have previous implants manufactured by stryker. The reason for acetabular shell revision was listed as pain and polyethylene wear.

Manufacturer narrative:
The information on this per was provided by stryker orthopaedics clinical affairs department. No additional information is available at this time. Additional follow-up information may be obtained by the clinical affairs as it becomes available. If additional information becomes available, then it will be submitted in a supplemental report.